Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device failed to charge twice in the AED mode and an error message was noted. The involved patient died. We have requested additional information and we requested the device to be returned to philips (B)(4) for evaluation by our engineering team.

Manufacturer narrative:
The ambulance company used the device in the patient's home. The device had one battery connected and the ac power module was also connected. However, the ac power module was not connected to ac power. The electronic event file was reviewed and showed that two shocks were advised in the AED mode. Each time the device was unable to complete the charge and disarmed 20 seconds after charging began. There was a "shock fail" message after the first failure to charge. The defibrillator was returned to philips (B)(4), for evaluation. The device underwent extensive evaluation by r&d engineers. After this extensive evaluation the issue was identified and is addressed in (B)(4). The customer was provided with a customer satisfaction replacement device due to the prolonged nature of the testing and evaluation of the device. Additionally, the testing was potentially destructive. After all testing was complete the original device was scrapped. This was a malfunction consistent with a combination of the device entering an invalid power state and a disconnection from ac mains long enough to deplete the battery charge level.